Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective device upgrade as she had a shoulder injury that made it difficult to charge it. The patient is doing well post operatively and the device will not be returned as they were disposed per facility.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Event description:
Additional information was received that it was reported that this spinal cord stimulation (scs) system was replaced due to an elective device upgrade as the patient has a shoulder injury that made it difficult for her to charge it. The patient is doing well post operatively and the device will not be returned as they were disposed per facility. It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.